Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached preliminary report.

Event description:
The physician reported that the patient received 23 shocks on the (B)(6) due to noise in the rv channel. The patient remains with shock therapy programmed off waiting for lead revision and can replacement planned for the (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
The physician reported that the patient received 23 shocks on the (B)(6) due to noise in the rv channel. The patient remains with shock therapy programmed off waiting for lead revision and can replacement planned for the (B)(6). The device was explanted on (B)(6) 2018 and returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the patient received 23 shocks on the 28th of january due to noise in the rv channel. The patient remains with shock therapy programmed off waiting for lead revision and can replacement planned for the 14th of february.